Manufacturer narrative:
Patient was revised to a revision total knee system. Reason for revision is unknown. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient was revised to a revision total knee system. Reason for revision is unknown.